Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: protected pci with impella case 14 fr manta deployed in bifurcation shutting down rt sfa. 6x60 balloon inflated for 20 min. Flow restored. Additional information on 07jul2022: access was obtained in the left common femoral artery at the bifurcation. Vessel size >5.0mm, micropuncture used, ultrasound used, single attempt at access, access was bottom of fem head, calcification noted distal to access site, no tortuosity, depth measured and deployed at was 6cm, no issues with withdrawing or advancing impella sheath, bp 115/67, act 277, heparin unknown dosage, no protamine given, manta deployed at depth of 6cm, immediate hemostasis noted on the surface but lt sfa was shut down, pt was fine after procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team. Post-deployment angiogram reveals the radiopaque lock positioned at the bifurcation. The bifurcation was positioned high, and access needed to be gained at a higher position. The superficial common femoral exhibited blockage in flow; balloon inflation administered, and flow returned. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f manta was planned for closure in the left common femoral artery. Ultrasound and micropuncture were utilized to gain a lower positioned access. Activated clotting time (act) prior to closure was 277, no protamine was administered. Arteriotomy was greater than 5.0mm, calcification distal to the access, no tortuosity, with a depth measurement of 6cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment hemostasis was immediate on the surface. A post deployment angiogram revealed the manta was deployed in the bifurcation, and flow was blocked in the left superficial femoral artery (sfa). Balloon inflation was applied for twenty minutes, and flow was restored. The root cause of the blockage of flow requiring balloon inflation is likely due to the manta being deployed into the sfa, causing the collagen to deploy within the vessel. The combination of a high positioned bifurcation and a lower positioned access, and calcium present could potentially have interfered with proper deployment positioning and technique. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Procedural requirements state act should be below 250 seconds prior to closure.